Event description:
While resident was being transferred using invacare lift model reliant 600 the swivel bar came off causing resident to fall onto the bed. The swivel bar hit the resident in the abdominal area. Resident is being observed for any complaints or pain. Area currently is reddened. It appears as though the nut failed causing the pin to fall out releasing the swivel bar.